Event description:
It was reported that the patients ipg was non-functional and was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.